Event description:
The patient felt pain on (B)(6) 2014. An x-ray was taken. The particles of filaments were noticed by x-ray images. The filament of the cable was off and hematoma occurred. It was noted that an anticoagulant was started to be taken from (B)(6) 2013.

Manufacturer narrative:
An event regarding dissociated wire fragments from a dall miles cable was reported. The event was confirmed. Device evaluation could not be performed as no items were returned. Clinician review of the provided records concluded "root cause of failure in this dm-cable wire filament loosening is procedure-related because the surgeon is responsible for optimal handling of the dm cable with trochanteric clip system [...] This pi case is not device-related." A device history review and chr could not be performed because the device associated with this event was not returned nor was it properly identified. Clinician review of the case indicated the root cause of the loose cable filaments to be related to over-clamping of the cable during implantation.

Event description:
The patient felt pain on (B)(6) 2014. An x-ray was taken. The particles of filaments were noticed by x-ray images. The filament of the cable was off and hematoma occurred. It was noted that an anticoagulant was started to be taken from (B)(6) 2013.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it is still implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.